Event description:
The patient reported that the pump was rebooting for a couple weeks. The patient declined troubleshooting. No further information was available.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. There were no defects found to the battery cap or compartment; the battery cap was able to attach securely to the pump. There was no damage found to the battery cap connections or to the power circuit. The complaint could not be duplicated during testing.